Event description:
The patient stated that their battery was dead. The patient did not have equipment to show what was dead. Additional information reported that the patient's movements were back to where it used to be and they were having accidents all of the time. The patient was worried something happened to the batteries. At a hospital the patient had a security wand over the implant and set off the wand "it started to beep." The patient inquired if the wand caused damaged to their device. The patient did not feel stimulation and it was confirmed that their therapy was on. The patient also saw a low battery screen which they were able to bypass. They also noted that their battery would last for 5 years. The patient's implant was confirmed to be on at 6.5 v. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pt's age, explant date, and type of reportable event were updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's ins was depleted and got replaced. There were no further symptoms or complications reported or anticipated.